Event description:
Throughout the third and fourth quarter of 2004, pt reported increasing frequency and severity of intermittent "shocks" in the vicinity of the cochlear implant. Episodes would stop when the device was removed. Headaches would persist after use of the device.